Manufacturer narrative:
Initial.

Event description:
It was reported that a user requested return of the ilet following an episode of prolonged hyperglycemia followed by severe and sustained hypoglycemia during early use, with no contemporaneous troubleshooting contacts and a later user-reported factory reset; the medical device problem and device component were both categorized as insufficient information. Symptoms included hyperglycemia and hypoglycemia with associated anxiety, fatigue, confusion/disorientation, dizziness, nausea, dry mouth, shaking/tremors, lethargy, sleepiness/drowsiness, and malaise. Outcomes included an unexpected medical intervention where oral glucose was required and overall classification as a minor illness/impairment. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device component, with the medical device problem categorized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.